Event description:
Boston scientific received information that during a device replacement procedure, this right atrial (ra) lead was found to have dislodged. A single chamber (rv) device was implanted because a new ra lead could not be implanted. No malfunction was alledged. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.